Event description:
It was reported: dr is sending back a patella as a product complaint. Due to rotational instability at the poly of the metal backed patella. The dr went into the pt and put in a thicker insert.